Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Event description:
It was reported that the patient came into the clinic with shortness of breath and fatigue. The device was unable to be interrogated and the electrocardiogram showed that no pacing was occurring. The device had reached elective replacement indicator (eri) unexpectedly since the device longevity had been stable nine months earlier. Due to the patients' slow underlying rhythm, the device was immediately removed and replaced. No patient complications have been reported as result of this event.